Event description:
The customer's father stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed, and it was found that the customer's bolus settings were programmed incorrectly. The customer's father was assisted with correcting the bolus programming. It was also reported that the customer was extremely physically active on the day of the event, and in a moment of confusion apparently over treated herself, resulting in the hypoglycemia. It was advised that the programming on the insulin pump be discussed with the customer's doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.